Event description:
Patient's spouse reported the patient had experienced "swelling within the past six months at the injection site." An anterior orbitotomy was performed for the patient's edema secondary to the injected juvederm dermal filler in the tear trough region 3 to 4 years ago.

Manufacturer narrative:
(B)(4). Further information has been requested regarding event, product, and patient details has been requested. No additional information is available at this time. The event of "swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probably cause for this event.